Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received an unexpected restart alarm, an external ram crc error alarm and excessive (B)(6) software anomaly alarms. Customer's blood glucose was unknown. Troubleshooting was not perfomed and insulin pump would be replaced per customer's request.

Manufacturer narrative:
The insulin pump passed operating current, unexpected restart error test, displacement test but compromised force sensor system error alarm during the basic occlusion test due to lose protruded drive support disk. Unable to perform the occlusion, prime test and excessive no delivery test due to compromised force sensor system error alarm. No error alarms blank or display anomaly noted during test. Device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.